Event description:
The customer reported that six surveillances lost connection and were stuck at the desktop which impacted 4 floors (2nd, 3rd, 5th, and 7th) of the customer site. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that that six surveillances lost connection and were stuck at the desktop which impacted 4 floors (2nd, 3rd, 5th, and 7th) of the customer site. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The cause of the issue is use of an unsupported hardware and server operating system. A system reboots immediately addressed the issue.

Manufacturer narrative:
The cause of the reported problem was the use of an unsupported hardware and server operating system. A system reboots immediately addressed the issue.